Event description:
Right knee I&d with hardware removal. Mid-procedure, the scrub noted missing tips from two shukla broken screw extractors: 3mm sxt004 (4-tip) ¿ 2 tips missing; 5mm sxt006 (4-tip) ¿ 3 tips missing surgeons were notified and recovered 2 tips. A methodical wound exploration (mwe) and thorough inspection of the sterile field, table, and floor were performed. Portable flat-plate x-ray (2 views) was obtained. Radiologist provided a wet read indicating no retained hardware, relayed by the resident surgeon. Per surgeon, was extra force required during screw or hardware removal? An appropriate amount of force was used. No extra force was required. Were there any hardware characteristics that made extraction unusually difficult? No. Do you have any other information you believe is pertinent to this event? The shukla screw extractors are not well-designed and have very fragile components that broke when appropriate amounts of force were applied. Pt: 4582. Device: 1069, 2306. Ref: mw5188026.